Manufacturer narrative:
Citation: schwartz mc, alegria j, schwartz j, paolillo j. Case report of melody valve placement to treat neoaortic valve stenosis in an adult with fontan circulation. J soc cardiovasc angiogr interv. 2025;4(12):104018. Published 2025 nov 18. Doi:10.1016/j.jscai.20 25.104018. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with hypoplastic left heart syndrome who underwent implant of a medtronic melody transcatheter pulmonary valve in the neoaortic position. As described, the patient¿s heart failure symptoms significantly improved in the ensuing six months, but at one-year post-implant, the patient had moderate regurgitation with stenosis (mean/peak gradient range of 20 to 42 mmhg) and exertional symptoms. The authors pursued evaluation for a heart transplant, but the patient subsequently died of septic shock ¿ which was associated with bacterial colitis, not the melody valve or its function.